Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During an ablation procedure to treat atrial flutter intellanav mifi open-irrigated ablation catheter was selected for use. It was reported that the temperature reached 70 degrees celsius and the physician could not control the temperature. The procedure was halted and the catheter was exchanged. The procedure was completed successfully without any patient complications.

Event description:
During an ablation procedure to treat atrial flutter intellanav mifi open-irrigated ablation catheter was selected for use. It was reported that the temperature reached 70 degrees celsius and the physician could not control the temperature. The procedure was halted and the catheter was exchanged. The procedure was completed successfully without any patient complications.

Manufacturer narrative:
The device was returned to boston scientific for investigational analysis. Dred saline was noted on the luer and distal tip. Dried bodily fluids were also seen on the catheter shaft and tip. Continuity checks revealed no electrical opens or shorts; all electrodes, sensor and thermocouple resistances measured in specification and were typical. The steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. The device's lumen was leak tested and all values were within normal range. Additional electrical testing revealed normal impedance and temperature readings with no error codes or warnings. The reported observed was not confirmed through analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.